Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by cloudy effluent. The cause of peritonitis, hospitalization and patient outcome were not reported. The patient was treated with unspecified antibiotics for peritonitis. Extraneal was discontinued. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: upon follow up, it was reported that on the same day as the event onset, the patient experienced sterile peritonitis which was manifested by cloudy effluent and was treated with vancomycin (1.75g, every 5 days, intraperitoneal, for 31 days) and fortaz (1g, per day, intraperitoneal, for 31 days) for peritonitis. The patient was treated with diflucan (200mg, eod, every day, oral, for 38 days) for prophylaxis. The cause of the event was due to extraneal bags further reported as visualizing pd solution on inside of fill line. Denies contamination by self. Based on additional information received, the baxter pd disposable was determined not to be a factor in the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted.